Event description:
Per complaint (B)(4), it was discovered during a recall visit that a patient experienced peri-implantitis. The patient's dental implant was removed five years after initial placement. Osteopenia and inflammation were also reported.